Manufacturer narrative:
Field service engineer (fse) was sent to the customer site. The field service engineer did not observe any issues with the decapper module on the power processor upon inspection. No hardware parts were replaced. The issue has been resolved.

Event description:
The customer reported upon removing the cap from the decapper jaws on the power processor processing system, the customer was injured when the decapper jaws clamped down on their hand.